Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up to a blood glucose of 40 mg/dl. She treated with food and her current blood glucose is 128 mg/dl. Troubleshooting for the low blood glucose was declined, and no products were returned or replaced.